Event description:
A peritoneal dialysis (pd) patient reported on (B)(6) 2013 drain complications during drain 2. The patient drained out 875/3006ml and noted fibrin. On the same date the patient went to the emergency room due to peritonitis. Upon follow up with the patient's pdrn it was reported the patient was hospitalized for one night. The patient was given 1g of ceptazimde 3 times a week, and 2g of vancomycin to treat infection. The patient was given heparin due to fibrin. The patient discontinued using the cycler and started hemodialysis on (B)(6) 2013. The patient currently doing fine.

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.